Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause of the issue was unknown, but it was resolved by replacing the ups and batteries in both carts. This contradicts what was previously reported.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735788, serial/lot #: unknown. The representative went out to the site to preform a system check out. It was reported that everything passed, there were no parts replaced, and the system preformed as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that when both carts powered on, the camera cart power button started blinking. Then the whole cart powered off. The representative was on site and he wasn't able to replicate the issue on the system, and a self-test showed both carts fully powered with 100% battery percentage. The interconnect cable between the two systems is wound around the cord wraps on both sides, so the carts were not plugged in when the issue occurred. There was no patient present.